Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User experienced a ongoing issue beginning (B)(6)2009 with discrepant patient free t4 results. They instituted a new laboratory policy in which they would repeat any result that fell below the reference range. Since instituting this policy they received multiple patient samples with discrepant free t4, tsh and psa results. User provided the following 15 patient results which were discrepant. Sample type is serum. Reagent lot numbers used: psa 15531801, free t4 15494001 and tsh 15531801. Sample 1, initial psa gave 0.536 and was reported. The same sample repeated on (B)(6)2009 giving 0.415 ng/ml. On (B)(6)2009: sample 2, initial free t4 gave < 0.02; repeated twice giving 1.27 and 1.29 ng/dl. Sample 3, initial tsh gave 0.05; repeat gave 7.32 uiu/ml. Sample 4, initial tsh gave 0.05; repeat gave 2.84 uiu/ml. On (B)(6)2009: sample 5, initial tsh gave 0.05; repeated twice giving 5.93 and 5.90 uiu/ml. On (B)(6)2009: sample 6, initial tsh gave 0.05 uiu/ml. The sample was sent to a referral lab for repeat testing resulting at 3.61. Analyzer/method and units of measure were not provided. Samples 7 through 15 were repeated twice. On (B)(6)2009: sample 7, initial tsh gave 0.05; repeats gave 1.64 and 1.65 uiu/ml. Sample 8, initial tsh gave 0.05; repeats gave 2.81 and 2.83 uiu/ml. On (B)(6)2009: sample 9, initial tsh gave 0.05; repeats gave >100 uiu/ml each time. On (B)(6)2009: sample 10, initial tsh gave 0.07; repeats gave 1.56 and 1.57 uiu/ml. On (B)(6)2009: sample 11, initial tsh gave 0.06; repeats gave 0.451 and 0.459 uiu/ml. On (B)(6)2009: sample 12, initial free t4 gave 0.02; repeats gave 0.02 and 1.90 ng/dl. Initial tsh gave 0.16; repeats gave 0.07 and 0.17 uiu/ml. On (B)(6)2009: sample 13, initial tsh gave 0.07; repeats gave 0.903 and 0.907 uiu/ml. Sample 14, initial tsh gave 0.07; repeats gave 6.8 and 6.56 uiu/ml. On (B)(6)2009: sample 15, initial psa gave 0.049; repeats gave 0.742 and 0.740 ng/ml. No erroneous results were reported and no patients were adversely affected. The field service representative found the patient sample tubes were misaligned in the sample racks. He adjusted s/r probe and re-checked all other sample tubes and cups for sampling accuracy. To verify analyzer performance, calibrations, controls and a precision study were run with all results within specification.